Manufacturer narrative:
An event regarding disassociation and altr involving a metal head and accolade stem was reported. A review by a clinical consultant confirmed shell malposition, disassociation of the metal head and accolade stem but did not confirm altr. Method & results: device evaluation and results: not performed as the device remains implanted. Medical records received and evaluation:a review by a clinical consultant concluded. Cup malposition in absent anteversion has contributed to an overload condition in the arthroplasty, especially near the trunnion section, causing secondary corrosion between femoral head and stem taper leading to progressive metal substance loss with metallosis in the joint space, loss of taper lock and ultimately disassociation between stem trunnion and femoral head requiring revision. Device history review could not be performed as the device lot is unknown. Complaint history review could not be performed as the device lot is unknown. Conclusions: no further investigation is required at this time. Additional information, including device details, operative reports, histopathology reports, progress notes and return of the device are needed to further investigate the event. If further information becomes available and/or the product is returned, this investigation will be re-opened. Not returned to the manufacturer.

Event description:
It was reported that patient's hip was revised after patient complaint of pain and instability. The head was found to be disassociated from the stem. Intra-operatively, black tissue was noted in the capsule. The stem, head, and liner (no wear noted on liner) were revised to a restoration modular stem construct with a ceramic head and poly liner. Update 15 oct 18: a review by a clinical consultant has confirmed an unknown trident shell in malposition, with 2 unknown bone screws used for fixation.